Event description:
The procedure was coil embolization of an avm of the mid meningeal artery. The vessel was not calcified and tortuous. The syringe 653-002 (complaint product) could not detach the coil 637cs2030 (complaint product) at the green zone. The coil could not be detached even when the alternative detachment was attempted. Another new syringe 653-002(complaint product) was used but also could not detach the coil. While the coil was being retrieved, the coil became detached. At that time the proximal end of the coil was inside the aneurysm and the distal end was inside the microcatheter. Then the physician tried to retrieve the coil with the gooseneck snare, but it failed. Therefore, the coil was pushed into the aneurysm by competitor's coils (gdc, boston, hypersoft, terumo), but the physician could not perfectly fill the coil inside the aneurysm, and the part of the coil was out of the aneurysm. Competitor's coils were placed successfully. The time of surgery was extended in 180 minutes. Prior to connecting and during prep, the syringes were damaged. During prep, a dedicated saline source was utilized to fill and prep the syringes.

Manufacturer narrative:
Both syringes were taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, zone# 3 or the alternate zone (red) was not exceeded with either syringe. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else, and the connector was checked for proper seating/fitting on the delivery system hub. After disconnecting the coil delivery system, no damages were noted on the syringes or delivery system. The current patient condition is good. Prior to shipping, no other issues were noted with any part of the products being returned. Dcs syringe & unknown microcatheter. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The trufill dcs orbit coil (637cs2030) did not detach when the trufill dcs syringe ii (635-002) was taken to the green zone or when the alternative detachment method was attempted (increasing pressure to the red zone). Another trufill dcs syringe (635-002) was used, but it also could not detach the coil. After this while the coil was being retrieved, the coil detached with one end of the coil in the aneurysm and the other end in the unknown microcatheter. An attempt to retrieve with a goose neck snare was unsuccessful. Therefore the coil was pushed into the aneurysm by competitor's coils (gdc, boston, hypersoft, terumo), but the physician could not perfectly fill the coil inside the aneurysm, and the part of the coil was out of the aneurysm. Competitor's coils were placed successfully. The time of surgery was extended in 180 minutes. It was reported that the condition of the patient is good. The procedure was a coil embolization of a mid meningeal artery arteriovenous malformation (avm). The vessel was not calcified and tortuous. Prior to connecting and during prep, the syringes were not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringes. Both syringes were taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, zone# 3 (green zone) or the alternate zone (red) was not exceeded with either syringe. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else, and the connector was checked for proper seating/fitting on the delivery system hub. After disconnecting the coil delivery system, no damages were noted on the syringes or delivery system. The current patient condition is good. It was reported that prior to shipping, no other issues were noted with any part of the products being returned. (B)(4): a review of the manufacturing documentation associated with this orbit lot 15065381 including embolic attachment tests, coil detachment pressure tests and coil subassembly lots 15062200 and 15002226 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile microcatheter non-cordis (renegade) was received in two sections and coiled inside the plastic bag as well as a one non-sterile trufill dcs orbit. The hypotube presented several bends and kinks and it was received separated in two sections, the rupture point was found at 71.4cm from the hub, the other section of the device was still stuck inside of the non-cordis microcatheter. The embolic coil was not received for the evaluation. The gripper was found twisted and residues of blood were observed on it. During microscopic analysis the edges of the broken section of the hypotube appear as if it was kinked before it got broke. The gripper was inspected under microscope and it was found to be elongated, compressed, twisted and with blood residuals; the gripper has the markings which indicates that an embolic coil was seated in the gripper. The functional test could not be performed due to the conditions of the received product. The second section of the device trufill dcs orbit (hypotube, support coil and gripper) was separated from the non-cordis microcatheter (renegade), to be evaluated. Device presented several residues of blood and the support coil and gripper were compressed. The coil was not found inside of the non-cordis microcatheter. The events reported by the customer including failure of the coil to detach during pressurization, detachment of the coil during removal resulting in protrusion out of the aneurysm could not be evaluated due to the condition of the returned device. The cause of the bends, kinks, and broken sections in the hypotube as well as the damages on the gripper elongated, compressed and twisted could not be conclusively determined; however there are no indications that these issues could be related to the manufacturing process. It is not known which if any of these damages may have occurred during the procedure or the impact to the customer complaint. However, it was reported that other than the coil detachment there were no damages to the devices upon removal or prior to return. The root cause of the reported events and damages found on the returned device is inconclusively and undetermined; therefore no corrective action will be taken at this time.